Event description:
Reporting status: serious injury/medical intervention. Reporting rationale in-stent restenosis (isr) requiring medical intervention. Device issue: difficult to deploy. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 3.5 x 18 mm xience v stent and a 3.0 x 8 mm xience stent were both place in the distal left main coronary artery (lmca) lesion. Then, a 2.5 x 12 mm xience v stent was placed in the distal right coronary artery (rca) lesion. Both vessels were pre-dilated prior to stenting. There were no patient or product issues noted at the time of the procedure. However, in 2009, the patient returned to the hospital with acute coronary syndrome. The patient was admitted with chest heaviness radiating down his right arm. Cardiac enzymes and EKG were negative. Angiogram showed 50% in stent restenosis of the rca graft due to under deployment of the stent. It was treated with another company's stent and medications. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering concluded that difficulty deploying a stent implant can be affected by numerous factors, and it is possible that the balloon was not fully inflated at the time of implant. Angina and restenosis, as listed IFU are known adverse events associated with coronary stenting. It is possible the angina was a result of the restenosis, which may have been due to the stent not being fully deployed. Although, angina and restenosis are known adverse events associated with coronary stenting, a conclusive cause for the reported issues and the relationship to the product, if any, cannot be determined.